Event description:
It was reported the device was alarming and screen read check for empty tubing or reservoir, pump stopped. Instructed patient to acknowledge alarm, power pump off, close clamp on tubing and attempted to remove cassette however patient states it is locked. Instructed patient to gently tap cassette on hard surface, open and close battery door. Pump powered back on and alarmed remove and reattach cassette. Instructed patient to silence alarm, ensure silver lever is flush with pump. Instructed patient to remove and replace batteries after full minute. Pump powered back on and continues to alarm remove and reattach cassette. Instructed patient to silence alarm and remove batteries from pump. Instructed patient to close clamp closest to his port. Res vol 93.2 ml. No patient harm. No adverse patient effects were reported by the customer. No additional information available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5 and h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis., corrected data: e1; corrected.

Event description:
Upon review of the notification, the country where event occurred was updated from canada to us.